Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional/ following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The follow up information provided indicates that there was additional tissue damage - please describe what additional tissue damage occurred? Location and size of additional tissue damage? Was the procedure completed successfully? Please provide any update to the patient current condition. Additional information was requested and the following was obtained: was the needle piece removed, and how? ¿ yes the needle piece was removed using c-arm. Were x-rays taken to locate the needle piece(s)? ¿ they used c-arm. Was there any additional tissue damage as a result of searching for the needle piece? ¿ yes, there was additional tissue damaged and it was time consuming, which delayed the procedure. Was more than half the needle retained in the patient? - yes more than half the needle retained in the patient.

Event description:
It was reported that the patient underwent a gynecomastia breast procedure on (B)(6) 2017 and the suture was used. During the closure, the needle broke in two halves exactly in the center and fell into the cavity. The surgeon was using c-arm to find the needle piece. It was also reported that the needle piece was removed using c-arm and more than half the needle retained in the patient. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please describe what additional tissue damage occurred? Location and size of additional tissue damage? The actual sample was received for evaluation. The sample consisted of a needle broken in two pieces. Both needle pieces were visually inspected. Needle piece # 1 showed several user instrument marks and bent up appearance right behind the attachment area, indicating that the needle had been grasped there. Needle piece # 2 showed several user instrument marks at the break point. Cause is external and usage error. In addition, retain samples were visually and functionally tested. All individual ductility test values were found to be above average in-house requirement for ductility test. All the individual stiffness values & ductility test values were found to be on or above individual in-house requirement. There was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
The actual sample was not received for evaluation. Therefore, retain samples were visually and functionally tested. All individual ductility test values were found to be above average in-house requirement for ductility test. All the individual stiffness values & ductility test values were found to be on or above individual in-house requirement. There was no issue related to processing of the lot. All the values are within the control limits.